Event description:
No additional information was provided.

Manufacturer narrative:
Fifteen samples and one photo of 3ml luer-lok syringes (p/n - 301073) were received and evaluated. The photo shows two loose syringes with some of the scale markings faded to the point of missing in some areas of the barrel. All samples were received loose with all samples having multiple ink rings on the barrel extending from the 1ml graduation line down to the 2ml graduation line. No samples had any missing print, and all samples were tested for ink permanency based upon the photos and what was reported. All samples were found to be acceptable for ink permanency. The samples received are also applicable to pr (B)(4). The condition observed for scale markings faded and missing cannot be confirmed to have originated at the manufacturing plant. The defect observed in the photo provided could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary, and not required at this time. A device history record review was completed for provided lot number 3286235 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter translated from german to english: regarding the complaint of the syringes ref. (B)(4), lot 3270383, we have found that the pressure of the scales also loosens with solder 3286235 (see picture attached). This occurs especially when the syringes are held in the hand for a longer period of time. We ask for a statement by 27.06.2024.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.